Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed by review of medical records received. Review of the available records identified a right tha was performed. The patient began reporting pain and declining function with lucencies observed around the stem. A revision was performed where the stem was found to be loose. The liner, stem, and head were explanted, and zimmer products were placed. Limb lengths were restored. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 110024464 729640 g7 dual mobility liner 44mm f; 110031012 65055299 vivacit-e dm bearing 28x44mm; 650-1159 3073375 delta cer fem hd 28/-3mm t1; 11-300814 820590 arcos 14x150mm spl tpr dist; 00877503602 3044108 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 6 months post implantation due to loosening of the femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.